Manufacturer narrative:
Follow-up 1 for complaint (B)(4), MFR report: 3008737795-2024-00018-1. Ref: h965451270, lot: 148444000, quantity produced: (B)(4), manufacturing date: 11/10/2020, expiration date, 11/09/2025. Without returned product for technical investigation, it is not possible to confirm the reported defect "port/catheter disconnection". Therefore, complaint is classified as use error, unverifiable (no return product). To ensure optimal management of a complaint, the return of the product concerned is crucial for a complete investigation (product identified and appropriately packed if contaminated).

Event description:
On or about (B)(6) 2021, patient underwent placement of an angiodynamics xcela product (model number h965451270, lot number 148444) at (B)(6). The device was implanted for the purpose of ongoing IV chemotherapy. On or about (B)(6) 2022, patient presented at (B)(6), for port removal due to complications following infusions. A port study was not performed because patient is allergic to contrast dye. Following the port removal procedure, fluoroscopic imaging revealed that the port connector had detached from the port and that there was a defect with the xcela port. On or about (B)(6) 2022, patient underwent a new port placement and the retrieval of the disconnected connector, which links the catheter to the port.

Manufacturer narrative:
Initial report due to 30-day requirement. The complaint has been forwarded to the manufacturer for investigation. A review of the device history record (DHR) showed no deviations.

Event description:
On or about (B)(6) 2021, patient underwent placement of an angiodynamics xcela product (model number h965451270, lot number 148444) at (B)(6). By dr. (B)(6). The device was implanted for the purpose of ongoing IV chemotherapy. On or about (B)(6) 2022, patient presented at (B)(6), for port removal due to complications following infusions. A port study was not performed because patient is allergic to contrast dye. Following the port removal procedure, fluoroscopic imaging revealed that the port connector had detached from the port and that there was a defect with the xcela port. On or about (B)(6) 2022, patient underwent a new port placement and the retrieval of the disconnected connector, which links the catheter to the port.